Manufacturer narrative:
Investigation findings: the shaver handpiece was received for evaluation and the reported problem confirmed. During testing, the on/off buttons on the handpiece did not operate. Further investigation found this handpiece has the potential to activate on its own, related to pc board failure. A design change has been implemented to address this failure mode. To date there have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
This shaver handpiece was returned with the report that it doesn't work properly; it only operates with the foot control. There was no report of injury or surgical delay related to this event.